Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
This event was captured based on literature review. It was reported that an analysis was conducted of a total of (B)(6) patients who underwent carotid artery stenting between (B)(6) 2005 and (B)(6) 2011. The self-expanding acculink stent was used in (B)(6) patients. A (B)(6) male patient underwent stenting of an ostial left internal carotid artery 80% stenosis. It could not be confirmed which stent the patient received. The patient experienced a neurological event, as he developed right lower extremity paresthesia less than twenty four hours after stenting. He improved significantly within forty eight hours and was discharged home. His 30-day nih scale was 0. No additional information was provided.

Manufacturer narrative:
There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.